Event description:
During follow-up, a loss of capture was observed. Abbott technical support was contacted and the loss of capture was during the autocapture threshold test. Reprogramming the device was recommended to resolve the event. No intervention has been performed at this time. The patient was in stable condition with no adverse consequences.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition.